Manufacturer narrative:
The date of incident and date of death have not yet been provided. The device has not been made available for evaluation at this time. A follow-up report will be submitted should further information or the device become available for evaluation. Unknown if device is available.

Event description:
Received correspondence from traffic constable who is investigating a fatal road traffic collision involving a pride mobility scooter.